Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, product type: programmer, patient.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the heart attack was not related to the therapy. The patient verbally confirmed that they had pre-existing cardiac history in pre-op, prior to the advanced evaluation procedure. They were admitted to the hospital for multiple cardiac stent placement in response to the heart attack. The rep called the patient and met with them after they were released from the hospital to troubleshoot their device, noting that the ens had lost connectivity with the remote. The heart attack, device, and diarrhea had been resolved. The patient had, since, had coronary artery bypass grafting (CABG), just after moving forward with the stage 2 implant and was doing well with the therapy.

Manufacturer narrative:
Concomitant prpoducts: product ID 3037 serial# unknown product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 (b)(4. Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who experienced a heart attack during the procedure. The patient's niece reported that the device was not getting signal. When the ens was evaluated it was found to be disconnected. Additional information received later indicated that the patient was having an issue with their controller. The exact issue is unknown. Also reported was that the patient was having diarrhea. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. In communications received after the initial report there was no further mention of the initial report of heart attack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.